Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cognitive issues or changes. The patient was in a research study and everything had been fine. The patient had completed the blinded phase of the study in june prior to the date of this report. They were just getting everything tweaked. The patient only had one battery and thought it might be related to the return of symptoms. Everything had been fine until the week prior to the date of this report or so. The symptoms were nothing severe and the patient had been doing really well. The patient was getting a little bit closer to what his normal was before surgery. It was noted that the healthcare professional had not thought this was anything that was worrisome and were just covering their bases and checking on timeline for the battery. A battery life estimate was done, amplitude for the right was 4v and 4.5 for the left, 90us for right and 120us for left, 135hz and therapy impedance was 905 and 1045. Longevity to elective replacement indicator was 14.29 months and to end of service was 17.29 m onths. There were no concerns with battery depletion. No outcome was provided. No further follow-up was available. Additional information was received from a health care provider (hcp). It was reported that the device was removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.